Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements to the 80 ohms range. Shock impedance measurements have remained stable since. It was noted that calcification is present at the svc coil. The company representative inquired if lead replacement would be recommended at the time of device replacement. Additional information indicates that a device replacement procedure was performed. The associated implantable cardioverter defibrillator (ICD) was explanted and replaced. This rv lead remains implanted with the replacement device. No adverse patient effects were reported.